Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the instrument was not assembling with mating device. Attempts have been made and no further information has been provided

Manufacturer narrative:
Concomitant medical products: unknown patella reamer surfacing guide unknown lot number. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01338.

Event description:
It was reported that the reamer blade seized within the guide.attempts have been made and additional information on the reported event is unavailable at this time.